Event description:
During the surgical procedure the tip of the endowrist prograsp instrument seperated from the shaft and the instrument was not inside the pt at the time the malfunction occurred. On march 15, 2006 additional information was received which reported that when the distal shaft of the instrument broke, it shifted the instrument and the surgeon was unable to remove the instrument from the cannula. To remove the instrument, the surgeon cut the instrument wires and upon doing so the tip of the instrument fell inside the pt. No pt harm, adverse outcome or injury was reported.